Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the rinse water flushing the suction channel of the subject device tested positive for klebsiella pneumoniae (> 100 cfu) and gram negative rods (6 cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus repair center in (B)(4). And it was confirmed the following detects at the inspection in olympus repair center. The insertion tube was extremely scratched. Cover was extremely cracked. The light guide lenses were cracked. The movement of the angulation wire was heavy. The subject device was returned to the user facility after repair. The user facility reported that the subject device was re-tested and the testing indicated no microbial growth for the subject device. The exact cause of the reported phenomenon could not be conclusively determined.